Event description:
Customer reported that battery was no longer holding a charge. There was no reported impact to the customer's blood glucose level. Customer declined further follow-up with technical support, so no additional information or corrective actions were documented.